Event description:
Sorin group (B)(4) received a report that, during a procedure with low blood volumes, the level alarm was activated many times and the s5 roller pump stopped and restarted properly the first several times, but then did not automatically restart on one occasion. The user was able to clear the alarm by restarting the pump and the procedure was completed without further issues. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The level sensor and level module were returned to livanova (B)(4) for further investigation. A 24 hour test run was performed and no deviations were observed. The level detection system worked as expected and the reported issue could not be reproduced. After a functional check, the complete module was returned to the customer. As the issue was not reproduced, a root cause could not be identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.